Event description:
The customer called for help with her meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was not able to reset the meter to mg/dl. The meter will be returned and a replacement meter will be sent.